Event description:
The company was informed that the pt was experiencing pus and fluid coming from the implant incision and was admitted to the emergency room and the pt's post auricular wound was drained on (B)(6) 2012. The pt's device was explanted on (B)(6) 2012. On (B)(6) 2012, the pt was treated with augmentin for 10 days. The pt will be reimplanted once the infection clears.